Event description:
Foley catheter inserted and balloon popped when filled with prefilled syringe. Balloon was tested prior to inserting catheter into patient. Catheter was removed and insertion was redone with a new catheter and kit.